Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial left tha and was later revised due to pain. Within the joint, there was extensive adhesion and scarring, as well as gray material present at the head-neck junction, consistent with trunnionosis. Upon removal of the stem, a crack was noted in the greater trochanter, which developed into a fracture during the osteotomy. There was limited wear on the liner, and excellent stability/rom was noted upon completion. The liner, stem, head, and neck were explanted, and all but the liner were replaced with competitor's products. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03078, 0001822565 - 2021 - 03080.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Part #00801803202/ femoral head / lot # 60785478; part# 00631005032/ liner/lot# 60794814; part# 00784802200/ modular neck/lot# 60694676; part# 00620205422/ shell/lot# 60757822. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00314.

Event description:
It was reported that patient underwent left hip revision surgery 10 years post implantation due to pain. During the revision, scarring, gray material, trunnionosis, and wear was noted. Trochanteric fracture occurred upon removal of the stem. The shell remained intact. The head, liner, stem, and neck were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.